Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not performing as expected. Troubleshooting was attempted by the medical staff to no avail. Two weeks later, a revision surgery was performed, during which it was noted that the pump was staying flat; therefore, the pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified in the pump. Based on the information available and analysis results, the reported clinical observation of the pump staying flat could not be confirmed; therefore, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not performing as expected. Troubleshooting was attempted by the medical staff to no avail. Two weeks later, a revision surgery was performed, during which it was noted that the pump was staying flat; therefore, the pump was removed and replaced. There were no patient complications reported.